Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a damaged occlusion sensor seal, exposing the sensor underneath. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Review of the service history identified no previous repairs. The customer issue was duplicated through visual inspection. The root cause of the issue was a detached downstream occlusion (dso) seal. The seal was replaced. Additionally, the air detector was found to be damaged as well, and it was replaced. A performance verification test was performed, and the device passed all testing criteria.